Event description:
The patient¿s pump was implanted for transverse myelitis. The patient had been having spasms in his legs for 2 years. The spasms continued following the pump replacement in procedure in (B)(6) of 2014 (see manufacturer¿s report # 3004209178-2015-04864) and the catheter replacement procedure in (B)(6) of 2014. A catheter dye study and CT myelogram was done on (B)(6) 2015 to check the integrity of the system and it was (B)(6) for issues. The cause of the event was not device related. The physician was going to put saline in the pump and run it at minimum rate to determine the patient¿s true baseline. The patient was inherited from a different physician. The patient status was reported as ¿alive ¿ no injury¿. The device system was delivering gablofen and morphine. Per the patient, he ¿also doesn¿t have any response to oral baclofen¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).